Event description:
The customer reported that while in auto mode, the system tracks to max. In manual they get a grainy image.

Manufacturer narrative:
(B) (4). The ge service rep found a bad pin in the lemo connector. He repaired the pin. Also, he found one brake handle broken. He ordered the part to be shipped to the in house biomed who will install. The system operates as intended.